Manufacturer narrative:
One medfusion pump was received with a crack on the top case by the tube holders. The event history log was reviewed and there were pump motor drive off post and multiple battery depleted alarms. The power up process was conducted and the pump motor drive off post alarm was found. The low battery power and battery depleted were causing the pump motor drive off post error. The issue was user induced since the customer did not recharge the battery pack after depleting it. The battery was replaced as a preventative measure since it was over 5 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor drive off post and a depleted battery. There was no reported adverse event.